Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f). Internal report #(B)(4). Meter and test strips returned on 3/7/201. Qc evaluation completed on 4/12/2016 for both products. Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced e-3 error message. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of e-3 error message. Customer confirms that she is well and no adverse event has been related to the error message. Customer states the e-3 error message appears when the strip is customer stated he open vial of strips today (B)(6) 2016. Customer stores strips and meter in the kitchen. A new test strip was inserted into the meter and e-3 persists.